Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with message "system volume too small" during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Device was checked and nozzle units on air and o2 gas modules were defective and were replaced to resolve the issue. The device was delivered to the user in working condition. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).